Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported that the impella rp flex was placed without complication after the patient had low flows on only the impella cp. Considering starting inotropes for pulmonary artery pressures and reduced pulse volume recording. Intermittently pacing with external pacemaker and receiving blood transfusions with hemodynamic improvement.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.